Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for report of air in the supplies going into patient was not confirmed in the lab due to a lack of a sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that her stomach was full of air due to problems with the new luer products and cassettes. Per the home patient (hp), the previous 2 nights the homechoice (hc) machine primes and then it reclicks, and then starts repriming again. The hp had a new hc machine delivered, but still thinks it is the bags. Product surveillance spoke with the nurse, who stated that the cause was not known at this time. The nurse stated that the hp did not develop any infections, nor did she have any injuries. During a follow-up with the hp, she explained that the bags had been giving her problems, because the new frangibles were not working correctly. The hp stated that she had reported to baxter the last time, because the hc machine had primed, and then the hp went to initial drain, and then after draining the hp, the machine started priming again. The hp consulted with her nurse regarding the problem and they determined that the bags were the cause of the problem. The hp stated that the bags would have the frangibles collapsed leading to priming during initial drain and filling the hp with air. The hp was continuing therapy. No further information was provided. There was no injury or medical intervention reported.